Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inadvertent deployment occurred. A 8mm x 100mm x 130cm innova self expanding stent was selected for a percutaneous transluminal coronary angioplasty in the superficial femoral artery. During the procedure, as the stent was passed to the surgical table, it was noted that the most distal part had inadvertently deployed. The procedure was completed with another stent. There were no patient complications reported.

Manufacturer narrative:
E1. (B)(6). Device evaluation by manufacturer: the returned device consisted of an innova self-expanding stent system. The tip, outer sheath, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the thumbwheel lock and the pull handle were still in place. Microscopic examination revealed the stent had deployed 1cm from the outer sheath. A kink was seen at the nosecone. Device analysis confirmed the reported clinical observation of premature deployment.

Event description:
It was reported that an inadvertent deployment occurred. A 8mm x 100mm x 130cm innova self expanding stent was selected for a percutaneous transluminal coronary angioplasty in the superficial femoral artery. During the procedure, as the stent was passed to the surgical table, it was noted that the most distal part had inadvertently deployed. The procedure was completed with another stent. There were no patient complications reported.